Manufacturer narrative:
Concomitant medical products: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2021 product type catheter h3: the catheter was returned and analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Visual inspection of the sutureless connector (sc) identified damage in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patent with an implantable device receiving dilaudid (hydromorphone) (concentration of 4 mg/ml, dose 0.65 mg/ml), marcaine (concentration 8mg/ml , dose is unknown), and an unknown drug (concentration 22mcg/ml, dose is unknown) it was reported that during routine pump replacement due to end of life, the proximal and distal portion of the catheter were replaced on (B)(6) 2021 because it could not be aspirated. It was mentioned that there was no visible break or tear in the catheter. It was reported that permanent patient injury was not expected. The daily dose was decreased by 50% per doctor. It was reported patient has no change in therapy. There was an additional incision than what was expected due to catheter replacement at the time of pump replacement. Patient status at time of this report was alive - with injury. The issue was noted as resolved at the time of this report. No further complications were reported/anticipated.